Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, once the device was introduced into the patient, a rupture of the balloon occurred during inflation.

Manufacturer narrative:
We received a sample blooded with a lot number on the valve 6957578. The balloon is burst but entire. The ab632280 lot 6957578 was the intermediate product of the ab63221002 lot 7081372 the ab63221002 lot 7081372 has been packaged in sept 2019 for 1060 pieces and the expiry date is sept 2024 after receiving this complaint, we searched for other complaint and we didn't find other complaint on the lot number 7081372 from experience, silicone balloon bursting could come from various causes. In this cases we can not identify any specific root cause as unsufficient information has been provided to do so. The silicone balloon issue is known and followed in parallel, a specific trend is monitored regarding the silicone balloon issue.